Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability and pain. Surgeon noted loosening of the pfc sigma femoral adapter and pfc sigma bolt. The bolt broke and disassociated from the adapter. The femur was easily removed and the adapter was turned loose. The remaining bolt was removed from the existing femoral sleeve via a threaded extractor in the revision knee removal system. All components were removed. The surgeon then successfully completed converting to a hinge femur. Patient had existing tc3 revision construct in left knee. Doi: (B)(6) 2017; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.